Manufacturer narrative:
The component codes for fiber and cap refer to the results code for thermal problem. Analysis: the fiber was found to have a circumferential fracture of the glass cap, proximal to the fiber/cap fusion zone. The fiber proximal to the fracture can rotate independently of the metal cap. The glass cap showed devitrification. The metal cap showed burnt on detritus and moderate devitrification of the cap at the output window. It was also found the fiber card expired due to laser/fiber/card inactivity for greater than 30 minutes. The fiber condition would likely result in activation of the systems fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. The fiber/cap condition could also result in forward firing condition of the side-firing surgical fiber. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage.

Event description:
It was reported fiber expired after 6 minutes at 27,093 joules of use during a prostate procedure. The case was completed using a second fiber without further issue. No injury to patient reported.